Event description:
Pt complained of pain/tenderness along ventral hernia line. Findings at surgery revealed the ring reinforcement of the composix mesh was broken and protruding toward the skin. The ring was largely removed, leaving the mesh intact as recommended by the MFR.